Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "no disposable pump won't run" alarm. It was unsure if air was in line. No patient injury reported.